Event description:
It was reported that following replacement, the patient developed a skin/body infection. The patient was being treated with three weeks of antibiotics being delivered via peripherally inserted central catheter (PICC) line. No patient symptoms or outcome was reported. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.